Manufacturer narrative:
Review of the device history records shows the lot was released with no recorded anomaly or deviation. The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore a facility medwatch report will not be available. The product was discarded and therefore will not be returned. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It is reported that during a frontal-orbital advancement, three screws broke during insertion. The patient did not retain a foreign body. The surgery was not delayed. The surgery was completed with screws of the same size inserted in the same location. The surgical technique was followed.

Manufacturer narrative:
Based on the additional information, the following fields were updated.

Event description:
The distributor provided additional information regarding the removal of the broken screws. He stated the surgeon used pliers to remove the screws, no additional drilling was required.